Manufacturer narrative:
(B)(4). Follow up for device evaluation. Deviations were reported in 50 ml syringes. To support the investigation, one hundred forty-two samples packaged in eight separate plastic bags were received for evaluation by the quality team. A visual inspection was conducted on all samples. Bag 1 contained one sample with scale marking issues; the graduation lines between the 4-mark and 10-mark were missing. Bag 2 included two samples submitted for oil and dirt concerns; no defects or imperfections were observed. Bag 3 contained one sample with two embedded white specks in the syringe barrel. Bag 4 included two samples with stopper errors; both exhibited rolled stoppers. Bag 5 contained two samples with embedded matter; one had dark-colored specks in the plunger rod, and the other had similar specks in the syringe barrel. Bag 6 contained one sample with a damaged barrel featuring a crack approximately 1-3/8 inches long. Bag 7 included nine samples categorized as dirty syringes; six showed no defects, one had an embedded brown speck in the barrel, one had equipment lubricant on the plunger rod thumb press, and one had a dark speck on a plunger rod rib. Bag 8 contained one hundred twenty-five samples also classified as dirty syringes; one sample had an embedded dark speck in the barrel, while the remaining samples showed no defects. Additionally, a piece of plastic from a syringe plunger rod rib was found among the returned items. The embedded degraded resin observed in some components typically occurs during startup or intermittently in the injection molding process. Degraded resin can break loose and become incorporated into molded parts. Missing scale markings may result from a jam during the barrel printing process, while barrel damage could occur due to a jam during assembly. Rolled stoppers are likely caused by jams during the plunger rod and rubber stopper assembly process. Equipment lubricant residue may remain after maintenance or repair activities. A review of the device history record for material number 301035, covering possible lots 4190314, 4190276, 4274707, 5003034, and 5050880, revealed no quality issues during production that could have contributed to the reported conditions. No related quality notifications were identified, and all processes and final inspections complied with specification requirements. The samples will be presented to associates for awareness. Based on the investigation and analysis of the returned samples, the customer-reported symptoms have been confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll bns had foreign matter. The following information was provided by the initial reporter: we just finished the packaging of the 50ml syringes and we hereby submit the deviations found. Event date: 12/09/2025 article code: 301035, 50 ml ll ns bulk. During this production the following batchnumbers were used. It cannot be determined which deviation came from what batch. 20 boxes 4190314 20 boxes 4190276 81 boxes 4274707 10 boxes 5003034 205 boxes 5050880 all deviations were found during packaging, so prior to use. No patients were involved. There was one bag with 125 syringes (1 box) found with dirt and dust particles and pieces of plastic in it. Absolutely unacceptable. Syringes from this bag were not used. Bag has been preserved for investigation. Other deviations: 1 x syringe with white matter inside the fluid path 1 x syringe with oil and looks like dirt inside piston 19 x syringe with dirt/smear 8 x syringe with broken plunger 46 x syringe with embedded matter / black speckles 3 x syringe with stopper error 1 x syringe with scale marking issue syringes that were marked as ¿silicon oil¿ and ¿piece plastic attached to tip¿ by our operators are not submitted based on previously received complaint reports. These are not marked as a deviation.